Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged, which was confirmed by chest radiographs. The lead was successfully revised and remains in use. No patient complications have been reported as a result of this event.